Manufacturer narrative:
Analysis of the wr (s/n (B)(6)) revealed that the patient complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: cd9000, lot#serial#: (B)(6), product type: multiple therapy, product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to charge their implant last night and the wireless charger battery indicator light was down to one bar. Patient said they put the charger on the docking station overnight and when they tried to take the charger off of the dock the battery light was continuously scrolling back and forth and the wireless recharger wouldn't power on. The circumstances that led to the reported issue were asked but unknown. The green light was coming on the wireless recharger dock, no issues seen with dock (npj020210n). During call patient tried to reset the recharger on and off the dock by holding the power button down for 45 seconds but this didn't resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the wireless recharger. Agent sent email to device registration to update patient's phone number. Patient mentioned that they had the handset replaced in the past and they were very satisfied with how quickly mdt sent replacement product out. Patient called back and stated their new recharger was showing an orange light when they tried to turn it on. Patient did not get any instructions in replacement box on how to pair new recharger to handset. Agent walked patient through pairing new recharger. Patient was able to connect recharger to handset and ins during the call.